Event description:
It was reported via legal notification, that a male patient, underwent an initial left knee replacement surgery, and was implanted with an optetrak device, which remains unrevised as of today. The patient has not undergone any additional knee surgeries as of today. It is stated that the patient continues to experience pain and discomfort on a daily basis in both of his knees which limits his daily activities and quality of life. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. This is 1 of 2 reports for this patient.